Manufacturer narrative:
(B)(4). The reported complaint of "alarm message of the helium supply shortage" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event detail, the leak in helium supply issue was resolved after the customer replaced the helium washer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the alarm message of the helium supply shortage occurred, in spite that the helium residual pressure was sufficient. Our technical specialist told the customer to replace the helium washer and the balloon connector. After that, the condition of the iabp was stable". The iabp was not switched out. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the alarm message of the helium supply shortage occurred, in spite that the helium residual pressure was sufficient. Our technical specialist told the customer to replace the helium washer and the balloon connector. After that, the condition of the iabp was stable". The iabp was not switched out. No patient harm or injury. Patient status is reported as "fine".